Manufacturer narrative:
Philips service reloaded and configured the software, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc software corruption caused screen shutdown during procedure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.